Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not available for return.

Event description:
It was reported to nevro that a part of the trial lead was cut at the end of the trial and left implanted. The neurosurgeon successfully removed the lead part during the permanent implant procedure and the patient recovered without sequelae.